Event description:
It was reported that a lead integrity alert (lia) was triggered due to t-wave oversensing (twos), right ventricular (rv) lead impedance issues and a high short interval counts (sic) indicating oversensing. The lead will be monitored closely and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).